Event description:
According to the reporter during a veterinary procedure liver lobectomy, across the liver, there was a problem unloading the device, the cartridge would not open. The jaws of the device locked on tissue, the handle broke and separated into two and fell to the patient cavity. A new handle was used to try to open the stapler but it would not open, vessels were ligated. There was no room to place another cartridge. So the liver was sutured where the staples didn¿t hold or fire appropriately. A bolt cutter was used to removed the device's jaw and the stapler's part were removed by hand. The surgical time was extend for more than 2 hours.

Manufacturer narrative:
Additional information: b5,g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was observed to have been disassembled. It was reported that the jaws of the device remain closed on tissue, a component disengaged/disassociated from the device into the surgical cavity, the device was difficult to unload and the device handle broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a veterinary procedure liver lobectomy, across the liver, there was a problem unloading the device, the cartridge would not open. The jaws of the device locked on tissue, the handle broke and separated into two and fell to the patient cavity. A new handle was used to try to open the stapler but it would not open, vessels were ligated. There was no room to place another cartridge. So the liver was sutured where the staples didn¿t hold or fire appropriately. A bolt cutter was used to removed the device's jaw and the stapler's part were removed by hand. The surgical time was extend for more than 2 hours.

Event description:
According to the reporter during a liver lobectomy, across the liver, there was a problem unloading the device, the cartridge would not open. The jaws of the device locked on tissue, the handle broke and separated into two and fell to the patient's cavity. A new handle was used to try to open the stapler but it would not open, vessels were ligated. A bolt cutter was used to removed the device's jaw and the stapler's part were removed. The surgical time was extend for more than two hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.